Manufacturer narrative:
Batch review performed on 13 april 2018. Lot 081305: (B)(4) items manufactured and released on 10 july 2008. Expiration date: 2013-05-31. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event. Clinical evaluatiuon performed on 19 april 2018 by medical affairs: partial hip revision surgery (stem and head) occurred 8 years after primary cementless total hip arthroplasty in a (B)(6) year old man. The patients was complaining about pain and the surgeon determined that the stem loosened. Aseptic loosening is a possible literature described mid/long term adverse event after primary cementless tha and causes are often unknown. In such a case, the suspicion of an infecting agent comes round, because the appearance of femur does not lead to suspect a mechanical failure which should be visible given the time frame. However, no elements support this hypothesis. Therefore, the reason of this event cannot be determined.

Event description:
Revision due to pain on the femur about 8 years after primary. The stem was loose.